Event description:
It was reported that the device over infused heparin. The initial reporter indicated the patient had "abnormal labs" and required additional medication to prevent further harm. Although requested, no additional details were provided. Following the event, the patient was reportedly "stable" and in "good condition".

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that the device over infused heparin. The initial reporter indicated the patient had "abnormal labs" and required additional medication to prevent further harm. Although requested, no additional details were provided. Following the event, the patient was reportedly "stable" and in "good condition".

Manufacturer narrative:
Correction: annex b: b17. Annex c: c20. Annex d: d15. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, remedial action required, remedial action # and manufacturer narrative. Annex a: a090202, a0401, a0404, a1801. Annex g: g04067, g04037, g0301201, g02017, g05005. Annex b: b01, b14. Annex c: c23, c02,c07, c070606, c0601. Annex d: d15, d02, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.